Manufacturer narrative:
The customer performed an evaluation and it was detected the issue was attributed to defective main pcb and turbine. The suspect device/component was not returned to vyaire. Therefore, no root cause can be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator is alarming circuit disconnect. The patient was transferred to another ventilator. It was confirmed that there was no patient harm.